Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, while inserting the device via the guide catheter and guidewire, the shaft kinked and broke. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 41cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, while inserting the device via the guide catheter and guidewire, the shaft kinked and broke. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.